Manufacturer narrative:
Initial

Event description:
It was reported that the user returned from initial training, attempted to move the ilet, and the cartridge fell out, after which an agent guided the user through disconnecting the tubing, rewinding, reinserting the cartridge, attaching the connector and tubing, priming until drops were observed, and reconnecting to the infusion site, after which insulin delivery was resumed. Symptoms included no reported changes in blood glucose. Outcomes included no alerts or alarms and no need for medical care. Investigation included customer service troubleshooting and user education. Investigation of this case revealed an infusion set or connector that was not attached correctly, leading to a dislodged cartridge, which was resolved through proper reconnection and priming. It was concluded, based on previously established findings for similar reports, that user technique contributed to the event and resolved with guided reinstallation and education.